Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). A follow-up report will be provided as soon as the investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer: "even if the infusion was set, the pump dispensed the paracetamol in too short time than planned."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were intact and undamaged. The infusomat space is undamaged but dirty due to liquid residues. The pins on the power supply sp are broken. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, it could be selected from the menu. It was possible to put the pump in operation. The battery was pulled out during an infusion so check the gold cap. It could be found out that the piezo has no function. The drive bolt rattle during the opening and closing of the operating unit. 2.3 the device history files were read out and analyzed. According to the mentioned day of occurrence no therapy could be found in the history files. The last possible therapy on the (B)(6) 2021 was analyzed. A space line was inserted into the device at 07:25 pm. After two purges the infusion started at 19:26 pm. During the therapy two pressure alarms and one upstream alarm occurred. The pressure level was set to 9 from the beginning of the therapy. No other malfunctions, errors or anomalies could be found. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,03%. 2.6 to investigate the inside of the device, the device was completely disassembled. Besides damages to the sealing of the front panel no other damages or liquid residues were found inside. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.